Manufacturer narrative:
Patient weight was not provided for reporting. This report is for one (1) unknown 3.5mm cortex screw. Part#, lot# and UDI # is not available. Date of initial implant and therapy date of concomitant device is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown 3.5mm cortex screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a revision of a left ankle fusion on (B)(6) 2017 due to the plate breaking post-operatively at the level where the head of the plate meets the shaft. The hardware failure was detected by x-ray on an unknown date. It is unknown if the patient had pain or discomfort related to the broken plate. The surgeon easily removed the broken plate and the plate fragments. Eight unknown 3.5mm cortex screws were removed whole and intact. One unknown 3.5mm cortex screw was broken, the head of the screw was removed but the screw fragment was retained because the surgeon did not think it needed to be retrieved. No surgical delay was reported. The new hardware implanted in the patient consist of a 4.5mm locking compression plate (lcp) anterior ankle arthrodesis plate and seven (7) screws, of which five were 4.5mm cortex screws and two were 6.5mm cancellous screws. The procedure was successfully completed. The patient outcome was reported stable. Concomitant devices reported: 3.5mm cortex screws (part# unknown, lot# unknown, quantity 8). This report is for one (1) unknown 3.5mm cortex screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Corrected data: date of event is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.